Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to determine the fm from the photograph provided.

Event description:
It was reported that while using 9 bd vacutainer® sst¿ ii advance plus blood collection tubes foreign matter was found in tubes. The following information was provided by the initial reporter, translated from japanese to english: when using the tube, it found that the tube has fm in tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using 9 bd vacutainer® sst¿ ii advance plus blood collection tubes foreign matter was found in tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube, it found that the tube has fm in tube.